Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed multiple no delivery alarms. Customer had changed the infusion sets and batteries multiple times. Customer's blood glucose was 1160 mg/dl. Customer was hospitalized for diabetic ketoacidosis due to high blood glucose. Customer was wearing the device at time of hospitalization. Customer's blood glucose at time of call was 209 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.